Event description:
It was reported by a company representative that a physician was having issues with his handheld computer as the device could not keep communication constant. The area representative indicated troubleshooting was done and the handheld would take some time to perform interrogation of devices as well. At the moment good faith attempts to obtain the reported handheld returned to the manufacturer have been unsuccessful to date.

Event description:
The reported handheld was returned to the manufacturer and underwent analysis. Analysis was completed on the returned handheld. Analysis of the handheld indicated no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard indicated the flashcard and software performed according to specifications.

Manufacturer narrative:
Serial #, corrected data: initial report inadvertently listed incorrect serial number

Manufacturer narrative:
.